Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was observed. Concomitant medical products: ddmb2d4 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular lead had a possible fracture as high impedance, oversensing in stored episodes, and short v-v intervals were noted. Reprogramming was performed to deactivate detections and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.